Event description:
Nursing staff discovered what appears to be a human hair strand in a sealed carefusion smartsite infusion set. Packaging states it is for alaris and medley pumps with a check valve, 3 needle-free valves, and vented/non-vented. The MFR is carefusion and packaging states it was made in (B)(4) (no address). It was distributed by (B)(4). Device was not opened and was not used on a pt. Other packaging was checked that was in same lot and no other contaminants were found.